Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 16 mg/dl to 25 mg/dl. Reportedly, the cause was related to customer's basal rate settings. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous dextrose. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage. Reportedly, customer reverted to an alternate form of insulin therapy.